Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found however, blood was noted in the helix mechanism on visual inspection.

Event description:
It was reported that during an implant attempt, the lead was unable to find a stable atrial position. The lead was replaced. No patient complications were reported as a result of this event.